Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, the device was interrogated and revealed to be in back up mode due to event queue overflow. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of back-up mode (bvvi) was confirmed in the lab. The cause of the field event of bvvi was due to two consecutive event queue overflow's (eqo) occurring within 32 seconds, which resulted the device to enter bvvi. The cause of eqo was determined to be an integrated circuit (ic) in the radio frequency (rf) module. Interrogation of the device revealed the device was above the elective replacement indicator when received. The product code was downloaded and the device was tested on the bench. Pacing, sensing, impedance, high voltage output, and patient notifier were tested and no anomaly was detected.